Manufacturer narrative:
E1: initial reporter phone no: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "322 latch switch error" was reproduced. A review of the event history log revealed "system error 322 - link switch error (low)" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the cracked lower link switch failure. The lower auxiliary is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed 322 latch switch error during testing in the biomedical service department. There was no patient involvement. No additional information is available.